Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. Ts provided replacement parts for the cooling fan. Customer replaced the cooling fan, fan mount push pins, and fan guard to resolve the reported issue. Unit is back in service this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that while servicing the unit the fan mounting "crumbled away in his hands." The customer reported there was no patient involvement.